Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high pacing impedance and high capture threshold on their right ventricular lead. The physician capped the lead on (B)(6) 2021 and implanted a new lead. The patient was in stable condition.